Event description:
It was reported that the patient received inappropriate therapy while moving around. The capture, sensing, and impedance measurements have worsened since implant. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.